Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Radial access was obtained. The 90% stenosed de novo lesion was located in mildly calcified left proximal anterior descending (lad) artery. The left proximal anterior descending (lad) artery was predilated with a 15mmx3.50mm nc quantum apex balloon. The nc quantum apex balloon was inflated to 12atms and ruptured on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).